Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. Vessel morphology was reported as non-tortuous and mildly calcified. The left iliac artery was 8 to 10 mm in diameter, and the right iliac artery was 8 to 11 mm in diameter. It was reported that the device was inserted over a 0.035" amplatz wire and, during advancement, the device buckled at a location between the last 2 stents of the ipsilateral side. The delivery system was removed from the patient, and the amplatz wire was exchanged for a lunderquist wire. The same device was then loaded over the lunderquist wire; however, the device again buckled at the same location during insertion and was removed from the patient. The physician then loaded another talent device over the same lunderquist wire and was able to successfully advance and deploy the device without issues. The selection of the specific wire used in the case may have contributed to the event. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: wire selection may have contributed to event. Conclusion: wire selection may have contributed to event.